Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's left knee was revised. As reported: "planned to perform a manipulation under anesthesia and possible lysis of adhesions for a pt. With a stiff knee lacking range-of-motion. Pt. Received a gmrs distal-femur construct "back in late 2018 or early 2019" for a fracture of the distal femur. Dr. Chose to shorten the pt's construct. No confirmation on date for previous surgery made available. No complaints filed against the implants themselves." Spoke to rep. 30mm and 80mm extension pieces were disengaged from the distal femur and a 100mm extension piece was implanted. No implants other than the extension pieces were removed.